Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch that upon inserting the powerglide midline the nurse noted something firm with the insertion. A bend in the catheter was noted with ultrasound evaluation and the catheter was withdrawn. After further evaluation using ultrasound it was noted that a small piece of catheter remained in the patient's vein and a piece was missing from the top of the catheter. The physician was notified and the patient was sent to ir for removal.